Event description:
Study event. Device malfunction: none. Symptoms/ae: weakness, dizziness and heart rate in the 40s (bradycardia). Time of symptoms/ae: in 2006, 4-days post stenting procedure. It was reported that 4-days post successful carotid stenting of the right internal carotid artery (rica), the patient presented to the emergency room on the same day, with complaints of weakness, dizziness and heart rate in the 40s (bradycardia) at home. A CT of the head found no bleeds or infarct. The medication toprol was discontinued and after being seen by the neurologist on twelve days later, the symptoms were reported to have resolved. No additional information was available.